Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that episodes of noise reversion was observed. Noise was observed when the gain was increased. The patient was asymptomatic. Programming changes were recommended.